Event description:
The report we received, from affiliate indicated that the stent was placed in the iliac artery, a 9 x 80 stent ended up as a 9 x 45 stent. The product and procedure film were returned for analysis and testing, however, the evaluation has not been yet completed. It was reported that there was no pt injury.